Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) could not be interrogated due to the battery being at end of life (eol). The device was explanted and replaced. No patient complications have been reported as a result of this event.